Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 20 mg/dl. Reportedly, the user forgot to eat and delivered a bolus. The user went to the emergency room (ER) and was treated with intravenous drip. The user left the ER a couple of hours later with a stable bg level.